Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported frequent urination - 3 times per hour - since sunday (B)(6) 2017. Patient reported itching from head to toe since (B)(6) 2017 (for the past couple of days). Patient reported that patient programmer (pp) batteries need to be changed. Patient was going to call back when they got new aaa alkaline batteries for trouble shooting. Patient had to get new batteries and they confirmed pp wasn't working during initial call but replacing the batteries resolved and pp was functioning as designed. Patient did change some program during the call for frequent urination and would wait for them to create impact. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the frequency and itching was due to a bladder infection. It was reported that antibiotics were prescribed but that they were still having day time frequency and itching. No further complications reported.